Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 503 mg/dl. The customer treated with manual injection. She also reported that the insulin pump had a prime anomaly. The customer stated that it happened 3 times in 2 weeks where insulin squirted out of the tubing during prime. The customer stated that insulin continued to drip after the motor had stopped. The customer was advised to attach a new infusion set and restart the rewind/prime process. The approximate amount of insulin used during the load reservoir process was 6.6045 units. The customer mentions she always removed the reservoir while it is on top. The customer stated that insulin did not continue to drip after the motor stopped. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.